Manufacturer narrative:
(B)(4).

Event description:
The transmitter had low battery and would not work. I had to send it back to dexcom so I had to remove the sensor, which was wasted, and now I need replaced.